Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to cracked and bleeding on liquid crystal display glass. Insulin pump was received with missing serial number label. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump display was broken due to fall. No harm requiring medical intervention was reported. The device will be returned for analysis.